Event description:
Kimberly-clark received a report stating, "on (B)(6) 2014 et tube (size unknown) was used on a critical care patient. The cuff on the et tube was defective. There was difficulty intubating the patient but there was no harm to the patient. It was difficult to ventilate, secondary to a cuff leak. Patient re-intubated with different tube. No sample to return." (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.